Manufacturer narrative:
During a literature review, it was noted that there were multiple incidents identifying post-operative reactions involving numerous unknown patients. Therefore we are filing one medwatch report which represents this incident. If additional individual patient information becomes available at a later date; we will review the data and evaluate accordingly. (B)(4)

Event description:
During the literature review for absorbable implants, soft tissue fixation a piece of literature was found with the following complaints: 5 patients had to undergo revision surgery and had partial menisectomies. . Haas al, schepsis aa, hornstein j, edgar cm. Meniscal repair using the fast-fix all-inside meniscal repair device. Arthroscopy. 2005 feb; 21(2):167-75. (B)(4)